Event description:
Further information was received that the lead was replaced. After replacement, the lead was reportedly discarded. No additional relevant information has been received to date.

Event description:
Report received that high impedance was observed during a generator replacement. The patient was originally receiving a generator replacement because it had reach end-of-service. It was unable to be interrogated prior to the replacement. When the new generator was connected to the existing lead, a diagnostic test was run and high impedance was seen. The lead was found to be a duel pin lead, but it had been connected to the older generator, a single port generator, by an "extender". This extender was a third-party device used by the previous surgeon that allowed for a duel lead to be compatible with the single port generator. The new generator was connected to this lead with its extender multiple times to verify complete pin insertion. However, high impedance continued to present. The new generator was left attached to the lead and the surgery was ended. The old, explanted generator was discarded. High impedance had reportedly not been identified until this day in the operating room. The vns was not checked on the patient's follow-up visit and x-rays were reportedly not taken due to the patient being afraid during the follow-up appointment. The available programming history data only contained data from about a month after the old generator was implanted. This was about six years prior to high impedance being seen. The results showed the device was working at intended. No further relevant information has been received to date. No surgical intervention has occurred to date.